Event description:
An operating room supervisor reported an intraocular lens (iol) was exchanged due to the pt's astigmatism was worse postoperatively. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. No root cause can be determined at this time. Add'l info was requested (B)(6) 2011 and (B)(6) 2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).